Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument has been received for failure analysis evaluation. The instrument was found to have a dislodged grip knob. The grip knob was dislodged from the grip input due to the condition of the grip input groove. For clarification, the grip knob was not returned other the instrument. There were no obvious signs of physical damage on the components adjacent to the grip knob. Each input disk was manually articulated and responded accordingly. There was no damage to the snake wrist, shaft, joggle tube and grip tip. The release buttons were functional.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with a medium-large clip applier instrument. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, the lock of a clip applier broke off completely before the clip was attached, and the missing piece was recovered. The problem was first noticed during the operation and resulted in unsuccessful clip application, specifically incomplete closure of the clip. There was no injury to the patient, but the issue caused a 15-minute delay while a replacement instrument was used to complete the procedure. The clip did detach from the instrument and fall into the patient at the time of the incident, but it was successfully recovered. No unexpected movement occurred either while attempting to place the clip around a vessel/tissue or while closing the clip.

Manufacturer narrative:
The medium-large clip applier instrument has not been received for failure analysis evaluation.